Event description:
It was reported that a patient underwent revision surgery due to gts stem loosening.

Manufacturer narrative:
(B)(4). List of associated devices: head (delta ceramic), reference and batch unknown. Liner (e-poly), reference and batch unknown. Exceed cup, reference and batch unknown. Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned or pictures were not provided. Visual and dimensional evaluations could not be performed. The DHR review can¿t be performed as the item/batch number was not provided. This device is used for treatment. The review of the compatibility can¿t be performed as the item numbers of the products involved in the event were not provided. Complaint history search could not be performed as the part and lot information was not provided. No medical records were provided, therefore no review is available. A definitive root cause cannot be determined. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery due to gts stem loosening.